Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention to replace her entire system due to high independence. Therapy restored. Related manufacturer reference number: 1627487-2023-00177.